Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a perforation occurred during implant. Repositioning was successful. An echo was performed and no pericardial effusion was noted. The patient is stable. The lead will be monitored.